Event description:
Pt had difficulty turning device on after passing through security gates. The pt felt painful stimulation under the rib cage, behind the left knee and mid right leg. The lead was changed and the pt status is good. No report of device explantation. A follow-up report will be sent if additional info is received.